Event description:
A discordant falsely elevated enzymatic creatinine (ezcr) patient sample result was obtained on a dimension exl with lm system. The falsely elevated result was reported to the physician(s), and the result was questioned. The patient was sent to another facility, where a new sample was drawn from the same patient and processed on an alternate system. A lower result, considered correct, was obtained. Additionally, the original sample was reprocessed on the original dimension exl with lm system at the customer site, and a lower result, considered correct, was obtained. A corrected report was issued. The customer stated that the patient was transferred to an alternate facility due to the falsely elevated ezcr result. There are no known reports of unnecessary treatment or adverse health consequences due to the falsely elevated ezcr result or patient transfer.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated enzymatic creatinine (ezcr) patient sample result obtained on a dimension exl with lm system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (18-may-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Quality control (qc) results were within the customer's expected ranges and no issues were noted with other patient samples indicating that the dimension exl with lm system and enzymatic creatinine (ezcr) assay were performing acceptably. Repeat of the same sample yielded the expected result(s). A potential product issue was not identified. The cause of the event is unknown. The system is fully functional. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00147 was filed on 03-may-2023.